Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during removal of gall bladder in a laparoscopic cholecystectomy, the bag tore. Surgeon used another bag to resolve the issue. No patient injury.